Event description:
The device was connected to the patient and pacing therapy was administered. During patient transport to the hospital, the pacer would repeatedly shut off. The operator would restart the pacer with each occurrence. The patient was not resuscitated. The reporter stated the patient was not a viable candidate for resuscitation.